Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with ipp procedures and is noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptom of abnormal sexual function was found to be listed in the IFU. There is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to recurring erectile dysfunction. There were no patient complications.

Manufacturer narrative:
Investigation summary: the device was not returned for analysis, the complaint can't be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, "urinary incontinence" is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Device history record (DHR) review: review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: as the complaint component was not returned for analysis, no product analysis could be performed. Investigation conclusion: a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to recurring incontinence. There were no patient complications.